Event description:
Hcp reported the pt's lioresal dose was changed from 500ug to 2000ug concentration. Following the refill the pt began to get nauseated and somnolent. The pt was admitted to the hosp for observation. The pump was emptied. The same reaction occurred during the pt's itb trial so the hcp believes the pt is very sensitive to the therapy. The pt is reported to be doing fine and has fully recovered. They will have their pump refilled in 2004.